Manufacturer narrative:
The investigation for the reported product damage has been completed. Impella 5.5 pump was returned and visually inspected. It was observed that the catheter was pinched/clamp and kinked closer to the motor housing. The catheter was damaged due to improper technique likely occurring during insertion. There were no purge issues, pump stop, or other abnormalities found relative to the functioning of the 5.5 pump. The cause of the delivery issue was use related due to improper technique per return product investigation and clinical review. Added-d9 device return date added- d6a/d6b.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 77-year-old female post cardiotomy cardiogenic shock/low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support. It was reported that during attempted delivery of an impella 5.5 pump, the catheter appeared to bend/break where it meets the motor housing. As a result of the noted damage, the decision was made to replace the pump. There was no patient harm.